Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the alert had not reoccurred after charging the pump. Additionally, the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged with an alternate usb cable. Replacement cable was sent to the customer. The customer¿s blood glucose was 164(mg/dl).